Event description:
Patient obtained results of 83 mg/dl, 167 mg/dl, 96 mg/dl and 377 mg/dl. "Within minutes," while using the suspect device. Reporter indicated that patient did not take any action based on these results. No patient injury was reported and no treament was recieved. Technical support requested the return of the suspect product and replacement product was shipped.